Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation with mentor memorygel, 400cc on the right side, and 425cc on the left side, silicone breast implants which bilaterally bottom out after implantation. The issue was confirmed by the physician. Doctor advised to either adjust incision or replace with bigger implants, patient opted to get bigger implant. As a result patient underwent bilateral removal and replacement as follow: right replaced with cat#: 3506501bc, sn#: (B)(4), and left replaced with cat#: 3506501bc, sn#: (B)(4) on (B)(6) 2019. This report is for the right side.

Manufacturer narrative:
Patient codes updated by removing anisomastia code per correct codification. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per correct codification, on 9/18/2019 mentor added anisomastia and pain to patient code. Manufacturer¿s reference number: (B)(4).